Event description:
On 10/26/1998, safeskin corp was served with the following lawsuit: plaintiff's claim alleges the following injuries: anaphylaxis, asthma, rhinitis, respiratory problems, hives, contact dermatitis, swelling, fatigue, headaches, extreme discomfort, depression and emotional distress. Plaintiff first became aware her symptoms may have been related to latex exposure in approx 3/1997.